Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. Final analysis found found the helix retracted clogged with blood/tissue and the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were found.

Event description:
It was reported that during implant procedure, the patient's right ventricular lead dislodged and the helix of the lead was damaged. The procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.